Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display. Customer's blood glucose value was 481 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms or watchdog set test failure alarm noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address number label and stained end cap sticker.